Event description:
It was reported that during a percutaneous myocardial ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear exhibited a leak. No issues were noted during preparation and no damage was observed in the luer. The irrigation method of the sheath was via continuous reflux with a pressurized bag at a flow of approximately 60 ml/hour. During the procedure, a slight blood leakage that was quantified as a slow seepage was noted from the valve of the sheath. The sheath was replaced, and the procedure was completed without patient complications. No air was noted in the sheath nor in the patient. The sheath is not expected to return for laboratory analysis as it was discarded in the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.